Event description:
The specialist nurse placed the tube into a gentleman who came from a nursing home, placement was straightforward. After arrival back to the nursing home he developed peritonitis, he then died. The post mortem showed that the tube had become dislodged from his stomach and gastric contents had then obviously got into the peritoneal space.